Event description:
Essure sterilization device was inserted by another physician (B)(6) 2011, in a (B)(6) facility. The 3 month hysterosalpingogram showed the right fallopian tube still patent with spillage of contrast-no essure coil device present. The left fallopian tube essure device located far peripherally. The device that was inserted in right tube location unk at that time. Pt presented to dr. (B)(6) (reporting physician) as a new pt, obtained hsg films and reviewed with radiologist. Pt scheduled for left salpingectomy, possible right salpingectomy, removal of essure device from uterus, possible hysterectomy. Pt underwent surgery on (B)(6) 2012, attempted removal of essure device from uterus-heavy bleeding occurred and was decided to remove uterus and bilateral salpingectomy. Pt is recovering well.